Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant high ctni and ckmb results was unknown. The fse verified the chem wash precision, replaced the lamp and lamp power cable and verified that the lamp voltage was stable. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant high results for troponin I (tni) and creatine kinase mb (ck-mb) were obtained on a dimension xpand instrument with hm. The initial results were not reported to the physician. A second patient sample was drawn and those results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant tni and ck-mb results.